Manufacturer narrative:
510k: this report is for an unknown va plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on unknown date for treatment of a right foot fifth metatarsal fracture. Patient was implanted with one (1) variable angle (va) plate and five (5) 2.7mm va locking screws of unknown length. On (B)(6) 2017, surgeon removed all implants. It was reported that the reason for implant removal was due to patient pain. During implant removal, as the surgeon was attempting to remove one of the 2.7mm implanted screws, it was noted that the tip threads on the star-drive screwdriver instrument was twisted. Surgeon chose another screwdriver that was available in the operating room to complete the procedure. No newly added internal fixation implants were needed. No fragments were generated during implant removal. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. The twisted tip threads on the star-drive screwdriver are addressed in (B)(4). This report addresses the revision due to pain. This report is for one (1) unknown variable angle plate this is report 1 of 2 for (B)(4).